Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during an unknown process step. The registered nurse (rn) was reviewing the alarm log from the past week. During troubleshooting, there was nothing unusual noted about the supplies. The technical service representative (tsr) explained the meaning of the alarm and the possible causes. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.